Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a vascular surgical procedure, the patient presented to the emergency department after noticing bleeding from the surgical site. Postoperative hematoma was identified, and abnormal blood test results were noted for troponin, chem 7, complete blood count (cbc) auto differential, and brain natriuretic peptide (bnp). Computed tomography angiography revealed a mixeddensity fluid collection measuring 8x7x7 cm, likely representing a hematoma, abscess, or a combination. The patient experienced pain requiring medication and underwent bedside incision and drainage, washout, and packing of the wound. The patient was discharged home with wound care instructions and a prescription for pain medication. The investigator considered the event probably related to the procedure and possible related to the device.